Event description:
It was reported that a revision surgery was performed and the doctor noticed that the implants being removed were not adhering to the adhesive on the tibial base. Cement adhesion was present on the femoral components but not on the tibial.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis indicated that minor scratches are visible on the femoral component, and burnishing is seen on the articulating surface of the insert. This was likely caused by femoral component articulation. The locking mechanism on the insert and on the baseplate has minor damage, likely due to removal. The locking mechanism on the baseplate is worn on the edges. Bone cement is still adhered to the femoral component, but the baseplate only has a small amount. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical analysis indicated that based on the available information and the product analysis; there was a "small amount of cement on the baseplate [stem]." And there were no manufacturing deviations reported. It is unknown and cannot be concluded if non-adhesion occurred and contributed to the need for revision surgery but according to the product analysis the lack of adhesion was not linked to the tibial base plate. Also not provided were the details on the cement placement or manufacture of the cement as the timing and procedure of mixing and placement of the cement can have an effect on the adhesion to the implant components as well. Follow-up information on the patient has not been provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The complaint history revealed no prior complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.